Event description:
Cordis duraster ptca dilatation catheter was inflated in the left anterior descending coronary artery. After the inflation, blood was aspirated from the inflation lumen by the inflation device. The physician felt that the balloon had ruptured, and proceeded to remove the balloon catheter from the left anterior descending coronary artery and the body. When the balloon catheter exited the proximal end of the guiding catheter, it was discovered that the majority of the 145 cm rapid exchange portion of the catheter was missing. Using fluoro, the physician was able to locate the tip of the catheter by identifying the balloon markers. The tip was completely within the guide catheter. The physician then pulled back the dual wire system and the second balloon catheter that was in the diagonal of the left anterior artery. These three items were pulled into the guide catheter, and the entire system was removed as an unit under fluoro. The severed tip of the catheter remained within the guide as it was extracted under fluoro, and believed that nothing was left within the body. There have been no sequelae to the pt. Dates of use: in 2007. Diagnosis or reason for use: coronary artery disease. Event abated after use stopped or dose reduced? Yes.